Manufacturer narrative:
(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Reporters state: (B)(6). (510k): unknown, as specific lot numbers are unknown; device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that this was a percutaneous vertebroplasty at th11 treating vertebral fracture on (B)(6) 2021. The cement was applied with the help of imaging. After it was applied, it looked by imaging that the cement leaked into the blood vessel. The procedure was completed without surgical delay. This complaint involves one (1) device.. This report is for one (1) sistema de cemento vertecem v+ . Esteril. This report is 1 of 1 for (B)(4).